Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: embedded ivc filter hook to the ivc wall. Difficulty to snare the ivc filter hook. The snare loop got entangled in the ivc filter legs. Efforts to untangle it resulted in the snare loop fracturing and remaining stuck in the ivc filter legs. The snare loop fractured from its stem. The stem was removed. Ivc filter and snare loop remained insitu. No migration. Patient outcome: fractured snare loop wasn't retrieved. Date of re-intervention is to be confirmed. Risk of filter migration to the heart/lungs.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during attempted retrieval of an embedded celect-pt filter (B)(6) the loop snare from the gtrs became entangled in the filter and detached from the loop snare handle. The filter and the loop remained in the patient. ¿no migration.¿ the complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Images were returned for evaluation. The image was reviewed by clinical personnel and the following was determined: several fluoroscopic images and a single venogram image from attempted ivc filter retrieval demonstrate a celect platinum ivc filter in the ivc. The ivc measures 14 mm in diameter at the level of the ivc filter feet. There is an insignificant 8° leftward tilt of the filter with the hook in close proximity or abutting the left wall of the ivc. There is a penetration involving the rightward directed primary filter leg extending 18mm outside of the column of contrast. There are several secondary legs pushing outward on the left wall of the ivc but not clearly penetrating. There is also a secondary arm that has been displaced and misaligned, directed cranially, with the tip terminating above the hook of the ivc filter. The loop portion of the gtrs loop snare is entangled in the ivc filter. The loop has fractured from the handle of the loops snare system which can be seen adjacent to the filter in the retrieval sheath. The loop snare is designed to withstand a significant amount of force applied during an ivc filter retrieval. However, the loop snare can detach, either purposely or inadvertently, if the operator rotates the handle repeatedly, while the loop is fixed, resulting in metal fatigue and release of the loop from the handle. In this case, the loop snare became entangled in the ivc filter, and during attempts to free the loop snare it detached from the handle. The loop snare remains entangled in the ivc filter, with derangement of a secondary filter leg. There is very low likelihood the fractured loop snare will migrate, but given the configuration of the ivc filter, in addition to the retained loop, this filter should be removed using more advanced techniques to avoid any additional complications such as filter fracture or progressive penetration. Several known factors increase the likelihood of developing an ivc filter penetration including long dwell time, small ivc, ivc filter tilt, and conical design of the ivc filter. Determine which of these factors was most contributory for the development of the ivc perforation in this case, remains unknown. However, this penetration likely contributed to the challenges in attempting to snare the hook of the ivc filter, which in the end, resulted in the fracture of the loop snare. Manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.